Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels (580 mg/dl) and diabetic ketoacidosis. Reportedly, the pump did not deliver insulin as intended. Customer delivered a bolus to address bg levels. Although requested, the customer declined troubleshooting with tandem technical support.